Event description:
Allegedly per "early results of a 73 consecutive non-invasive prosthetic expansions in skeletally immature patients treated for musculoskeletal tumors:" (B)(6) page 55 of 2013 msts annual meeting there were 2 patients were revised for peri-prosthetic fracture(traumatic) with one revised to an adult implant.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete.

Manufacturer narrative:
The complaint database was also reviewed.